Manufacturer narrative:
Per customer, ise and glucm maintenance are up to date. Prior to the event, the ise system and glucm were calibrated. Qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse replaced the modular chemistries (mc) sample t-valve, syringe plunger and mc syringe drive. Upon recur, the issue could affect other chemistries including potentially pivotal chemistries, and treatment could be initiated or withheld based upon the erroneous result. A clear root cause is not known at this time. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low ion selective electrode (ise) results and erratic glucose (glucm) results generated by the synchron lx20 pro clinical system. The results were reported out of the lab and questioned by the medical staff. The specimens were re-tested and different results were obtained. Amended reports were issued. Patient result information was requested from the customer multiple times; however, the data was not supplied. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.